Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via e-mail that their sensor was damaged. The customer did not mention any symptoms of their blood glucose levels. The customer was reported that one sensor was missing the cannula. No additional information was provided.

Manufacturer narrative:
This case has been created in error as it was clarified that the sensor had been retracted in the sensor base.